Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2019 via tka by removing tibial intramedullary nail and implanting tka implants. The surgeon implanted cemented stems to the patient's femur and tibia. It was reported that on (B)(6) 2020, the surgeon found the infection. The removal surgery was scheduled on (B)(6) 2020. The surgeon planned to remove the implant, and set cement mold or irrigating. No further information is available.